Event description:
The customer reported that they were having poor image quality with the s8-3t transducer during clinical use. The field service engineer confirmed that there was no reported injury or safety concern.

Manufacturer narrative:
Though requested, the s8-3t transducer has not yet been received for further evaluation. S8-3t image quality degradation during clinical use at a critical time was previously evaluated per (B)(4) and was determined to be unacceptable. A medwatch report will be submitted for this image quality issue.

Manufacturer narrative:
Conclusion: we confirmed the customer complaint of ¿poor image quality¿. The root cause of the failure is the oil separation in the window which is related to the leaking filler cap. (B)(4). In addition there are indications of customer abuse.

Event description:
The customer reported that they were having poor image quality with the s8-3t transducer during clinical use. The field service engineer confirmed that there was no reported injury or safety concern.